Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new implantable neurostimulator (ins) could not be interrogated. This ins was then considered as "not working." As a result, another new ins was used. No impact to the patient was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6).